Event description:
The morphology of the pt's aortic neck, measuring 21.3 millimeters, illustrated a very straight, long and clear aorta. There was no plaque or thrombus present at the proximal neck. However, the pt's iliac arteries were aneurysmal, large and exhibited some narrowing through out parts of the vessels. Due to the size of the vessels, and the condition of the arteries, there did not exist an ideal landing site for the iliac leg grafts. The possibility of an endoleak had been anticipated. Final angiogram noticed a proximal type I endoleak and type I distal endoleaks from both the contralateral and ipsilateral iliac leg grafts. There was not a visible indication of the cause of the proximal endoleak. A main body extension was placed proximally and the endoleak at the proximal portion of the main body graft was resolved. Another MFR's stents were placed inside the iliac leg graft to offer add'l radial force inside the large iliac arteries. Placement of the stents sealed the graft to the vessel wall and resolved the distal endoleaks. Final angiogram noted successful exclusion of the aneurysm and no further signs of any endoleaks. Please refer to 1820334-2004-00086 and 1820334-2004-00087 for add'l info.